Event description:
A customer reported an issue with the speaker and vibrate function of their pump, indicating the speaker was not audible despite the settings being correct for sound and vibration. The customer's blood glucose level was high, but no specific value was provided. The customer used both a correction bolus via the pump and multiple daily injections (mdi) to address the high level without assistance from a third party. Customer continued to use current pump.